Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of stimulation, return of their pre-existing pain, and the remote control would no longer communicate with the implantable pulse generator (ipg). It was noted that the patient underwent various non-device related bladder procedures and an electromyogram, however it was not known if electrocautery was used. Troubleshooting was performed however the issue persisted. Therefore, the patient underwent an ipg revision procedure during which the ipg was explanted and replaced. No additional adverse patient effects were reported. The patient is doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. However, the system log revealed that the ipg entered hibernation mode multiple times, which may have led to the loss of stimulation and communication issues with the ipg. Based on all the information and product labelling review, it has been determined that the reported event of loss of stimulation is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the spinal cord stimulation patient experienced a loss of stimulation, return of their pre-existing pain, and the remote control would no longer communicate with the implantable pulse generator (ipg). It was noted that the patient underwent various non-device related bladder procedures and an electromyogram, however it was not known if electrocautery was used. Troubleshooting was performed however the issue persisted. Therefore, the patient underwent an ipg revision procedure during which the ipg was explanted and replaced. No additional adverse patient effects were reported. The patient is doing well postoperatively.